Manufacturer narrative:
Date of event is unknown. Additional device procode: dzl. It is unknown if the device was explanted. Explant date is not applicable. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in israel as follows: it was reported that on (B)(6) 2016, patient underwent implant surgery. Post-operative on (B)(6) 2018, patient called to inquire about material used in the mini reconstruction plate of the matrixmandible set. On the surgical is only mentioned that the plate was manufactured by synthes. Patient explained that he is possibly experiencing an allergic reaction to the metal plate that was used in his surgery. Reportedly, patient is experience allergic reaction. The rash on his face has mostly gone away, but has spread to other areas on his body, all on his skin. Patient uses steroid ointment which works very well to clear the rash, but comes back a week after he stops applying in a certain area. Patient has skin irritation and skin redness. As per the surgeon, patient is being treated by the dermatological department and is allergic to stannous chloride and radium chloride hydrate. This report is for one (1) ti matrixmidface adaption plate/20 holes/0.8mm thick. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. It was reported that the patient called on 26. February 2018 to inquire to the material used in the mini reconstruction plate of the matrixmandible set. The review of the provided part numbers which are visible on the x-ray has shown that none of them belongs to the mini set. 04.503.396 belongs to the large plates of the midface set and 04.503.730 belongs to the mandible set which has no mini plates. Based on that it can be stated that the allegation is against the plate on top, where no part number is provided. With the available information we are not able to make any statement. It was reported that the patient explained that he is possibly experiencing an allergic reaction to the metal plate that was used in his surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.